Event description:
The facility reports towels were laid down under the client during bathing to prevent her from sliding down the trolley. The client was "soaped" down. She was then turned over to wash her back. She was turned and rinsed off, and then turned over again to rinse off her back. The staff started to dry off the client. When they turned her over to dry her back, the support rail gave away, allowing the client to fall onto the floor, where she had a seizure. The resident sustained a cut to her forehead on the right, lateral to the eyebrow; bruising to the left hip; and bruising to both knees. Seven sutures were required to close the cut.

Manufacturer narrative:
An investigator examined the device and found paint chips on the top handles; no dents. The trolley was fully functional, and the side rails latched properly. It was noted the wash mat would slide laterally, up and down the guide rails, getting in the way of the rail latches and preventing them from securing properly, or latching at all. The event was recreated by placing the mattress close enough to the latch and putting body weight against it. The latches would not hold. The manufacturer concludes the event occurred due to the staff rolling the patient against the side rail, causing it to release. The operating and daily maintenance instructions state, "when raising the side support: make sure the two catches snap into place, make sure that thept is lying in the middle of the stretcher. If the pt's position is off-center, the device may tip over, causing serious injury to the patient and operator." These instructions have not been followed. The manufacturer recommends retraining lift operators on the correct use of the equipment, as detailed in the operating instructions.